Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the up and ok keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/16/2016 with the following findings: the pump powered up to a blank screen. There was evidence of moisture visible behind the display lens. The remaining steps for the keypad issue were unable to be completed due to the blank screen. A leak test failed due to case crack leak; a crack was observed between the case seal and keypad cover. The pump was opened; there was evidence of moisture on the keypad flex connector/display flex. The battery compartment was also cracked at the case seal below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.